Event description:
The dermatologist reports on (B)(6) 2015 the device was placed for 'erosion on breech and pollution prevention of wound.' Thirty-five milliliters of fluid was placed in the retention balloon at that time. On (B)(6) 2015 the patient had a routine computed tomography (CT) scan and an abscess in the upper rectum was noted. It was reported there was no bleeding and/or pain to the patient. The device which had been in place 19 days was discontinued. Thirty-five milliliters of fluid was removed from the retention balloon at the time it was discontinued, per the complainant, and no additional fluid was infused into the retention balloon during the time it was in place. Subsequent to the findings of the CT scan, the patient had surgery to remove the abscess and a colostomy was placed. The complainant further reports the patient is in stable condition and as of (B)(6) /2015, the colostomy has not been reversed. It was further reported that the patient was in hospital due to her underlying diseases.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.